Event description:
It was reporetd that post-paced t-wave oversensing on the ventricular channel was observed via stored egm. The patient was asymptomatic. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.